Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump is not delivering the basal. Customer reported that there is damage to the insulin pump. Customer reported that drive support cap is sticking out of the insulin pump. Customer's blood glucose reading at the time of the incident was 468 mg/dl. Customer's current blood glucose was 360 advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is expected to return.

Manufacturer narrative:
Insulin pump passed the displacement test but compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime/compromised force sensor system or verify excessive no delivery alarm due to compromised force sensor system alarm. Insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, missing end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window and broken battery tube threads.